Event description:
Treatment of a stroke. During the mechanical thrombectomy, it was reported the solitaire device was separated upon removal. Intervention took place to remove the device with the use of a micro snare. The proximal marker remained in the patient. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The pushwire and solitaire stent were returned for evaluation in two separate pieces. Evaluation shows that the stent appeared to be detached due to a ball slip out from tensile failure; however, the cause could not be determined. The solitaire fr IFU (instructions for use) states that use of the solitaire fr revascularization device is contraindicated under the circumstance, "patients with a stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire fr revascularization device." Stent separation. (B)(4).